Event description:
The stent had been placed in the axillary vein about at the elbow in a patient with a dialysis graft. In 2005, about one week after placement of the stent, a declotting of the pt's graft was being performed. During this procedure, the stent migrated to the pulmonary artery. At this time no attempt has been made to retrieve the stent.